Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main processing unit (mpu) and link electronic module (lem) circuit board were defective. It was also noted that the display bezel was cracked. (B)(4).

Event description:
It was reported that the programmer does not start properly and displays an error. The programmer was returned to the manufacturer for servicing. There was no patient involvement.